Event description:
Terumo medical corporation received the following reported information: during a right radial for a left heart cath (lhc) post procedure, the tech placed the band 1 mm proximal the sheath insertion site. The watch band was tight, they cleaned the area, and 18 cc of air was put into the band. They released air out of the band until it blead and they put 2-3 back into the band; they released the syringe. About 3-5 minutes, she checked the band and the wrist was bleeding and the air was releasing. She put more air in; however, the band would not keep air. Therefore, she put on another tr band, and it held air. The patient was stable and in good condition. The blood loss was less than 250cc. No equipment or other devices were used with the tr band.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.